Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's swelling resolved. The recipient resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing slight pain and mild swelling of the skin at the implant site. The recipient is taking oral medications. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.